Manufacturer narrative:
The device log files were provided for evaluation. A log review identified persistent tf271 and tf388 alarms with the inlet pressure noted to be under 4.5 bar. These findings are indicative of a defective inspiration block. The customer was advised to replace the inspiration block to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device experienced issues with no o2 dosing possible. Complainant indicated that there was no patient involvement in the reported issue.